Manufacturer narrative:
B3: april was the reported month of the event, but the exact day was not reported. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had error 41541, which indicates an inoperable latch/lock optic flex sensor. There was no patient involvement.

Manufacturer narrative:
D9: device received on 5/15/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's problem was duplicated. A damaged mainboard was found to be the cause of the issue. The mainboard was replaced to fix the issue.